Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a device check. The patient received inappropriate antitachycardia pacing (atp) therapy for svt rhythms. Multiple episodes of atp were noted upon interrogation. Programming changes were made.